Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon was in its original folded configuration with the balloon guard and stylet still in place. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 40mm balloon. The proximal segment contained the hub and the strain relief. The distal segment contained the rest of the catheter and the balloon. No other anomalies were noted to the catheter. Performance/functional evaluation: the strain relief was removed from the hub. The catheter detachment underneath the strain relief was examined under a microscope and the edges of the detachment were jagged. The catheter detachment was located 0.2cm from the distal end of the y-hub. Sanding marks were noted on the catheter at the point of the detachment. No functional testing could be performed due to the condition in which the sample was returned (i.e. Catheter detachment). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a complete circumferential catheter shaft break just distal to the y-hub. The investigation is unconfirmed for material deformation. Excessive sanding of the catheter under the strain relief is the root cause for the catheter detachment. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the injection port was allegedly loose. Reportedly, another pta balloon was used to complete the procedure. There was no reported patient involvement.